Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in the bipolar configuration. The patient had no complaints. The device would be programmed to the unipolar configuration. The patient would be followed-up in two months.

Manufacturer narrative:
No medwatch form was received.